Event description:
It was reported that the electric dermatome produced an uneven graft. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the device was in spec. No problems were found with the returned device.